Manufacturer narrative:
Patient is over 18 years old. A visual evaluation found that the sidecar was deformed at the distal end. The clear outer sheath had been pushed back for a length of 3 millimeters from the distal end of the coil. The outer clear sheath was also found to be accordion at the distal end of the black heatshrink and along the working length of the device. White stress markings were found along the working length of the sheath also. A functional evaluation found that the basket would not extend. The condition of the returned incident device was consistent with the complaint; device would not open. The damage to the coil and basket did not allow the basket to be extended. The basket wires being twisted appears to be due to the manipulation of the device during attempted use. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the device could not capture the stone due to unsatisfactory opening of the basket. The procedure was completed with a different lithotripsy (olympus) device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results for sidecar pushback.